Event description:
It was reported that when the camera is flexed, the picture goes out. Upon receiving the device at the manufacturer for evaluation, it was also observed that the lens was cracked. No patient injury was reported.

Manufacturer narrative:
Evaluation results pending analysis of the product.